Event description:
During preventative maintenance testing at the user facility, the device did not detect distal air in line. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.